Manufacturer narrative:
A3): patient''s gender unk. B6): relevant tests/laboratory data unk. H3): visual inspection found excessive wrinkles on the elca''s outer jacket, spanning 11 mm to the distal tip, with no breaches noted. Distal tip contained two dead fibers, and portions of the epoxy were damaged and missing. At the proximal end, one dead fiber was present, and the beam imprint was not visible. During functional testing, the device calibrated successfully. The damaged epoxy may have caused the calibration failure during preparation for use. However, it could not be determined when or how the damage occurred. H6): based on the device evaluation, the cause of the reported failure could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat a severely calcified lesion in the proximal left anterior descending (lad) artery. The patient had been prepped with groin access, angiograms had been taken, and given moderate sedation. A spectranetics elca coronary laser atherectomy catheter could not be calibrated. Two different laser systems were used to attempt calibration with no success; calibration of a new elca was then attempted, but failed as well. The procedure was aborted since no other treatment was available. The groin access required closure and the patient survived, with plans to reschedule the procedure at a later date. This report captures the second elca which would not calibrate after the procedure had begun, requiring intervention (groin closure).